Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while advancing the lens in the eye the surgeon noticed the distal tip of the leading haptic "sheared off"; was missing when injected, but the lens folded and injected properly. The incision was enlarged and the lens was cut out. A backup lens of the same model was implanted with no issue and doctor is satisfied with the results of the surgery. This event refers to the patient's left eye. Please reference MDR # 1313525-2015-00517 for the inserter used during the event.